Event description:
Was wearing carpal tunnel syndrome braces. Developed a rash after one week on both hands, mostly on the left hand. Went to doctor twice. Rash got worse. Using rx for rash which left "burn marks" on hand.